Manufacturer narrative:
Continuation of d11: product ID 977a175 lot# 0211679395 serial# implanted: 2017-(B)(6)explanted: 2018-(B)(6) product type lead product ID 977a175 lot# 0211405819 serial# implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the outcome was reported as the electrode that was able to reconnect was meeting the need for ¿pac¿/programming. It was unknown why the lead needed to be replaced. It was unknown if a new lead and ins will be implanted. There was no additional hospitalization time. It was noted that it was unknown which lead was stuck.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Intial reporter occupation: distributor. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient underwent an electrode exchange, but when trying to remove the old electrode from the ins it got stuck, even releasing all latch bolt. Due to this the patient was with an active ins only on one side. There were no patient symptoms. It was unknown if there were any external contributing factors. It was unknown if any actions/interventions will be taken to resolve the event. It was unknown if the issue was resolved at the time of this report. Medical or surgical intervention was needed to prevent permanent impairment of a function, specifics were unknown. The event lead to or extended hospitalization, specifics for how long was unknown. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.